Event description:
Customer reported being hospitalized for low blood glucose level of 19. Troubleshooting was performed and found that the basal rates were incorrect, pump appeared to be functioning properly.